Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent to treat a distal dissection when stent deformation occurred in-vivo during positioning/advancement. It was also reported that the device detached, cracked or fractured during removal of the device. The stent was damaged during an attempt to retrieve the stent, and it has not been confirmed if all the stent was extracted. It was believed that the onyx frontier stent strut fused with another des stent deployed at the beginning of the procedure. A non-medtronic rotational atherectomy system was used to pulverize the stent strut with an excellent result. The lesion being treated was a severely calcified lesion located in the distal left anterior descending (lad) artery. The device was kinked and restraightened during use. The device passed through two previously-deployed stents. No resistance was encountered when advancing the device, and excessive force was not used during delivery. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: two images were received for review which showed a dislodged stent exhibiting deformation with raised stent struts. Additional information: the lesion being treated had moderate to severe tortuosity and 99% stenosis located in the proximal, mid and distal left anterior de scending (lad) artery. There were no difficulties noted when removing the protective sheath/stylette. The device was inspected before use with no issues noted. Negative prep was not performed. A guide extension catheter or microcatheter were not used during the pr ocedure. The inflation device remained on neutral pressure during delivery of the device. A 1.5 rotablator was used for three passes, and two drug eluting stents (des) were implanted with total length 56mm in the proximal and mid lad. However, a distal dissection was noted. The dissection was caused by a 2.0 nc balloon that was inflated to 12 atm. The 2.0x18mm onyx frontier was being used to treat the distal dissection. The 2.0x18mm onyx frontier was advanced through the two lad stents (proximal and mid), but the stent could not cross the distal lad lesion. The stent was not deployed. No resistance was noted during withdrawal. The 2.0x18mm onyx frontier stent dislodged during removal. It was believed that the strut of the proximal stent caught the onyx on the pullback, causing it to dislodge. The stent did not interact with an accessory device. Deformation/damage also occurred to the stent strut on pullback during attempts to retrieve the dislodged 2.0 x 18mm onyx frontier stent. The stent was pulled back once and it came back with some minor resistance but nothing unusual for calcified vessels in this shape. Upon retrieval it was observed that the stent was missing o ne strut. Afterward, it became impossible to advance balloons into the proximal lad. It was suspected that the stent pulled on one of the struts of the previously implanted stent in the proximal lad. A non-medtronic rotational atherectomy system crossed to the previously implanted stent. No stent struts were found after and no remains of the stent could be seen after rotablation. A 2.0 x 18 mm stent was used to complete the procedure. The patient did not experience any other complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: negative prep was performed with no issues. A non-medtronic microcatheter was used during the procedure. The lesion was pre-dilated with a 2.0x15mm non medtronic balloon and a 2.5x12mm shockwave balloon with multiple inflations. Two non medtronic drug eluting stents (des) (3.5x18mm and 2.75x48mm) were implanted in the proximal and mid lad. The dissection was caused by a non-medtronic 2.0 nc balloon. There was no issue noted with the non-medtronic stent implanted in the mid lad. Rota and balloon dilatation was performed in the proximal lad. Several non-medtronic balloon was used to pre-dilate lesion. A 2.0 x 15 mm onyx frontier stent was used to complete the procedure and was deployed in distal lad to manage the dissection. Ivus confirmed good expansion and apposition of the stent. It was the strut of the proximal non-medtronic stent that the onyx was believed to have caught on/fused to. B7.relevant history image review: images provided for review confirm the reported lesion morphology and previously deployed stents. Preparation of lesion via rotoblation and balloon dilation can be observed. Attempted stent delivery can be observed, however it is unclear from the images if this is the complaint device. Following a gap of approximately 9 minutes a delivery system can be observed in the proximal deployed stent, no stent is present on the balloon. A dislodged stent cannot be observed in the image and the mechanism of dislodgement is not captured. Following further rotoblation and balloon dilation successful deployment of a second stent to the distal vessel can be observed. The reported dislodgement and deformation is not captured in the procedural images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.